Manufacturer narrative:
Patient identifier: (B)(6). Device code is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a percutaneous coronary intervention, a residual clot was extruded in retrograde fashion. In (B)(6) 2010, the patient presented with chest pain on exertion associated with shortness of breath and was diagnosed with unstable angina. Cardiac catheterization was recommended. Target lesion #1 was a de novo lesion located in the proximal right coronary artery (rca) with 99% stenosis and was 6 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with direct stent placement using a 3.50 x 8 mm taxus liberté stent. Post deployment, a residual clot was extruded in retrograde fashion and the physician treated the event with placement of another 3.50mm x 8.00mm taxus liberté stent. Following post dilatation, residual stenosis was 9%. The procedure was completed with an implant of a 3.5mm x 8mm taxus liberte stent in proximal rca and placement of 2.5mm/2.75mm x 8mm taxus liberte stent in distal rca. One day post procedure, the patient was discharged on aspirin and clopidogrel.